Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mmx40mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated at 6 atmospheres however it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. The balloon was tightly folded. There was blood in the inflation lumen. Inspection under magnification revealed a longitudinal hole located in the inside fold, 10mm from the proximal markerband. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibialis artery. A 2.0mmx40mmx135cm 4fr sterling¿ balloon was advanced to dilate the lesion; however, the balloon ruptured on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.